Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Small particles of coagulated blood were found inside the header bores. The pacemaker was interrogated and the pacemaker's memory content was analyzed. The battery status was found to be "ok". The inspection confirmed the clinical observation, high impedance values were measured by the device. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. An additional impedance measurement test was performed without peculiarities. There was no indication of a device malfunction. In summary, the inspection of the device's memory content confirmed the clinical observation. However, the device proved to be fully functional during analysis. In particular no deviations were noted during the impedance measurement test. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The existing rv lead was showing high impedances. They took an x-ray and decided to proceed with replacing the lead. During the generator change, the old lead was checked with the psa and with the old/existing device. Both produced high impedance values. Thus, the lead was capped and a new lead was implanted. Then, this new lead was checked with the psa - it yielded in-range impedance values. This new lead was then checked with the existing/old device - it yielded high impedance values. Then, this new lead was checked with a new device. This yielded in-range impedances. Thus, the old device was replaced with a new device.